Event description:
Patient has a diagnostic and operative arthroscopy of the left shoulder, extensive intraarticular debridement, subacromial decompression, distal clavicle resection. While using the arthrex shaver 4.0 bone cutter during procedure the shaver bent in half. The shaver broke in half just after it was removed from the incision site. The site was checked for retained pieces and nothing was found. Case completed- no retained pieces of cutter found.====================== manufacturer response for bone cutter/shaver, arthrex shaver 4.0mm bone cutter (per site reporter)======================given to rep; haven't received response back as of this report.